Event description:
It has been reported to co that during the procedure the gasket of this device became dislodged. The event occurred at the end of the procedure as the catheter was being removed. The sheath was then removed and manual pressure was applied. The pt is reported as fine and the device is being returned for co's analysis.